Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had evidence of myopotential oversensing which could be reproduced with provocations. There was no inappropriate therapy delivered. All lead integrity measurements were stable and within normal limits. New information received indicates that surgical intervention was performed, and the rv lead was capped. Visual inspection was unremarkable.